Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 600 mg/dl .customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.